Manufacturer narrative:
Zoll medical corp has rec'd the product, and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during set-up of the device displayed a "system fault code 7" message. Complainant did not indicate that there was pt involvement in the reported malfunction.